Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22july2019. The field service engineer (fse) provided the customer trouble shooting guidance; advised customer the cause of failure is either the pm pcb or power switch overlay. Recommended swapping pm pcb between units and monitoring performance. Provide p/ns and pricing for both items. Provided serv man rev j. The customer reported both pm pcb and overlay were replaced. The customer verified problem resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported intermittent error code 1105 - alarm led failure. There was no patient involvement.